Event description:
A radiologist was using a gelmark ultra biopsy side marker during a stereo-tactic breast biopsy and a superficial lesion. The md had to bend the applicator significantly to push the plunger. The fact that the lesion was superficial added an element of difficulty. The md experienced difficulty when he tried to remove the applicator from the mammotome biopsy probe , but elected not to remove the applicator and probe simultaneously, as instructed on the package insert. When he removed the applicator from the probe, he observed that the tip had sheared off. The md believes that the tip maybe in the patient's breast. There were no patient adverse effects.